Event description:
User received one patient sample with erroneous sodium and potassium results. Sample type is plasma drawn in a green top sample tube. Initial sodium gave 107; repeat gave 139 mmol/l. Sample repeated on a different analyzer (I-stat) giving 139 mmol/l. Initial potassium gave 3; repeat gave 4.0. Sample repeated on (I-stat) gave 3.9 mmol/l. Erroneous results were not reported and patient not adversely affected. Sodium and potassium electrode lot numbers were not provided. The field service representative was unable to determine a cause. He replaced ise pinch tubing, sample probes and air dryers, cleaned the mix tower and adjusted air/dry and mix. He also found broken tubing for direct calibrator cap and replaced it. Performed diagnostics checks, ran calibration and controls to verify analyzer performance.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.